Event description:
Consumer reports very low readings when using their plink meter and comparing to their other meter. Analysis run on clark error grid using competitive reading (280) as ref. Point vs. Bd readings (41, 46) yielded data points in the e range of the grid, outside of acceptable limits.